Event description:
When pt placed on ventilator after intubation, ventilator shut down and was not able to be brought back up. Pt bagged total of five hrs during the surgical procedure. 3/8 amp line fuse found to have blown.